Event description:
It was reported a patient had a revision on (B)(6) 2022 for femoral loosening and subsidence with metallosis found within the capsule. Subsequently, approximately seven months later, the patient experienced a dislocation and underwent a closed reduction without complications. Later, on(B)(6) 2023, experienced a recurrent dislocation and was successfully reduced. Due to the patient's chronic foreshortening the surgeon anticipated abductor dysfunction contributing to the dislocations. On (B)(6) 2023, underwent a revision for instability and found the proximal cable fraying, non-union of the trochanter, and the trochanter impinging against the ilium superiorly, levering out anteriorly, leading to the anterior dislocations. The head and liner were revised and one proximal cable was removed. The revision was completed without complication.". Also included on form "significant past medical history: left tha 2002, left distal femur fracture 2003, left tha revision (B)(6) 2018, abnormal reflex, closed compression fracture of thoracic vertebra, kyphosis thoracic region, pain in thoracic spine, sprain of left knee- unspecified ligament,rheumatoid arthritis, osteoarthritis right knee, depression, osteoarthritis, mitral valve repair, 5 pack/day smoker, auto-immune suppression therapy (enbrel).

Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Multiple attempts were made to gather data from the rep. The following sections of this report have been left blank due to the information being unavailable or non-applicable: a1-a6. B6. D7b. G7, g8. H7, h9.